Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation.

Event description:
It was reported the surgeon tried to unscrew the acutrak2 mini screws (part number at2-m22-s or part number at2-m24-s) . The first screw could be unscrewed easily, but the second screw couldn't. The driver tip broke, and the surgeon was unable to remove the driver tip from the screw head. The broken pieces of the driver tip, and the second screw remain in the patient's body. This report is related to report numbers 3025141-2022-00207 and 3025141-2022-00209 which are for the driver and other screw involved in this event.